Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that yesterday they were trying to increase their stimulation of their ins. The patient said they saw the message "all the data on their internal device was gone."  The patient said they called their healthcare provider (hcp) office and was told to call their manufacturer to see if the manufacturer could do something over the phone. The patient said that the exact message was "the data has been lost. Please contact your clinician."  The agent redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.